Event description:
After processing plates on the osp using syringe lot number 30203 and 30903, the technician observed liquid has been dispensed outside of the wells and that the syringe in use at the time was bent. No death or serious injury was associated with this incident. This report corresponds to orth-clinical diagnostics complaint number 31202951.